Manufacturer narrative:
Approximate age of device - 2 years, 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Investigation conclusion: the reported low speed, pump stop, and driveline disconnect events were confirmed via the submitted system controller log file. The submitted log file contained approximately 46 days of data, and captured multiple low speed/pump stop events between (B)(6) 2018 while the device was operating on the mpu. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potential driveline issue; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline replacement was performed by a technical service on (B)(6)2018 under wo 48451. The approximately 18" segment of driveline replaced by technical services was returned for evaluation (figure 1). Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any evidence of damage or insulation breaches. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the replacement, the patient remains ongoing on vad support and no further alarms have been reported since the repair.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a yellow wrench alarm was observed, and that with system controller history interrogation pump stoppages were observed. Technical service reviewed the log files and confirmed the pump stoppages. The lvad system was placed on an ungrounded power module patient cable. On (B)(6) 2018, technical services reported the x-rays provided were unremarkable. On (B)(6) 2018, technical service performed percutaneous lead (driveline) replacement. No additional information was reported.

Manufacturer narrative:
(B)(4) added based on the investigation finding of metal shielding showed breakdown on the returned portion of the driveline. The device remains implanted and the patient remains ongoing on vad support. Although the low speed operation and pump stoppage events was confirmed through evaluation of the submitted log file, a root cause could not be conclusively determined through this evaluation; however, these events appear to be consistent with a potential compromise in the driveline. Approximately 18 inches of the driveline was returned for analysis. No damage to the outer silicone jacket or bionate layer was identified. The metal shielding showed breakdown approximately 2.5 inches from the system controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any current leakage through the insulation of the wires. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file, however, the entire driveline was not returned. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.